Event description:
The customer reported that there was zipper damage to the side panel of the canopy. The slider was damaged and the teeth were not aligning. The canopy was not in use when the damage was discovered. Evaluation of the returned product found that a slider body was open on a window zipper.

Manufacturer narrative:
The product was returned for evaluation. Inspection found that the zipper slider body was open on canopy window side b. The returned window zippers were aligned correctly. (B)(4).